Manufacturer narrative:
The investigation has determined that a non-reproducible, higher-than-expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 5850 on a vitros 5600 integrated system. The cause of the unexpected vitros tropi es result cannot be determined. There were no issues reported with the qc fluids processed at the customer site, and no concerns were raised regarding the accuracy or precision of the vitros assay. The complaint handling unit reviewed the customer's historical qc results for vitros tropi es lot 5850 and determined them to be within expectations. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 5850 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. No precision testing was performed on the vitros 5600 integrated system at the time of the event and therefore, an instrument related issue cannot be entirely ruled out as a contributor of the events. However, historical vitros qc fluid results were precise, and no evidence of any instrument malfunction were reported, therefore, an instrument issue is an unlikely cause of the event. It was not possible to determine if the customer was following the sample collection device manufacture's recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event, although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5850.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher-than-expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 5850 on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 0.256 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher-than-expected vitros tropi es result of 0.265 ng/ml was not reported from the laboratory. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).